Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 device implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that, during a routine device changeout procedure, evaluation of the device data file revealed that a polarity switch had previously occurred on the right ventricular (rv) pacing lead. The existing device had automatically switched to unipolar mode for the lead and this program setting was continued for the replacement device. The lead remains in use. No patient complications have been reported as a result of this event.